Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance of greater than 2000 ohms. Loss of capture at maximum output was also observed. The cause of the issue has not been determined and no intervention has been performed. The lv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.